Event description:
Four devices were returned for evaluation stating "does not work / need to be checked". There was no reported patient impact.

Manufacturer narrative:
Concomitant: cev669e handle; lot: 201008mf1, cev 625h bipolar insert; lot: unk cp393-3 cable; (B)(4): cev647b5 was evaluated. The coating was slightly damaged. Most likely due to impacts. Cev669e was evaluated. The instrument was not able to perform a coagulation.the connection pins are touching each other because the fixing screw is not screwed completely. This is due to a component error (black plastic piece). Cev625h is evaluated. No issue detected. The instrument is compliant with manufacturing specifications. Cp393-3 was evaluated. No conductivity issues were highlighted but we cannot complete a full electrical assessment on cables. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).